Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic total extraperitoneal surgery, the balloon physically broke. The device replaced to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted: the valve seal was disengaged. The trocar balloon, dissector balloon, lock collar inflation syringe, insufflation bulb and obturator appeared intact. A functional evaluation found that the dissector balloon and trocar balloon were inflated, no leaks detected. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. However, a manufacturing fault was identified during product analysis. The root cause of the observed condition was determined to be a result of a manufacturing activity. An insufficient amount of adhesive silicone was applied which resulted in the lack of adherence of the seal. Improvements have been initiated to mitigate this condition. If information is provided in the future, a supplemental report will be issued.